Event description:
Report received from the USA stating that the device experienced "overheating, locking failure, and making a lot of noise" during surgery. It is known that the device was being used during surgery but not pt or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported conditions of "overheating, locking failure, and making a lot of noise" could not be confirmed. The device was not evaluated for the reported conditions. However during svc and repair, device failures were found but were not related to the reported event. If additional info is received a supplemental report will be submitted. Ref: (B)(4).